Event description:
Reporter indicated a vns patient was having increased seizures above pre-vns baseline levels and vns generator replacement surgery was completed. The generator replacement surgery was performed to preclude a serious injury per the reporter. The reporter felt the seizure increase was related to vns, even though vns device diagnostics were within normal limits and the generator was not at end of service. No medication changes or vns programming changes precluded the increased seizures. Attempts for return of the explanted generator are in progress.